Event description:
It was reported that the lead was explanted due to capture and sensing anomalies. The physician suspected an insulation break.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd